Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the sys intermittently would not boot up. No pt injury was reported.